Event description:
App. 2-month after nail replacement (post-trauma), the nail was bent when the patient was partially weight bearing, with a lack of trauma reported. The callus condition at that time was not known. Nail was removed and replaced with another nail.